Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 178512 099480 cps nut co-cr-mo alloy, 150470 017630 oss 15 cm diaphyseal segment, 178528 898470 cps transverse pin 6pk 36 mm m, 178528 450100 cps transverse pin 6pk 40 mm m. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04478, 0001825034-2019-04479, 0001825034-2019-04481, 0001825034-2019-04486.

Event description:
It was reported patient¿s right knee was revised approximately one month post implantation due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.